Event description:
Caller reported that a minimum fill notification occurred multiple times. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.